Event description:
After two days of device wear with good blood glucose control, the customer woke up on (B)(6) 2011, with bg over 380 mg/dl. His mother had him take an insulin bolus (dosage not reported) and eat breakfast (carbohydrate estimate not reported). Before leaving for school (time elapsed not reported) his bg had increased to 471 mg/dl. When the device was removed for replacement, the cannula had a "visible kink."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the kinked cannula and whether it would have restricted insulin delivery or to determine if any other product condition could have contributed to the reported high blood glucose. Qualification record review was not possible because the lot number reported by the customer was incorrect (does not exist). The omnipod user's guide warns that "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." To treat hyperglycemia, it advises "if your blood glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod. Use a new vial of insulin to fill the new pod. Then contact your healthcare provider for guidance."